Manufacturer narrative:
The initial 30-day FDA 3500a report incorrectly documents 26 january 2016, in multiple places in error. The correct date in all instances is 26 january 2017.

Manufacturer narrative:
Based on the information provided by the complainant, manufacturer evaluation of the instrument logs focused on the six (6) protocols which either started or completed on 26 january 2016. Two (2) of the six (6) protocols were abandoned by a user prior to completion. The remaining four (4) protocols, which ran to completion, were "routine: 3 hour" protocols started in retort a at 02:35am on (B)(6) 2016 and in retort b at 02:59am on (B)(6) 2017 and "routine: 6 hour" protocols started in retort a at 12:18pm on (B)(6) 2016 and in retort b at 23:45pm on (B)(6) 2017. The instrument was found to have operated within specification during execution of each of these four (4) protocols. Investigation of this complaint found that a use error involving failure to complete the manual reagent replacement process in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual occurred at 06:37am on (B)(6) 2017. A user affirmed in the instrument software that the reagent concentration in bottle 11 (xylene) was to be set to the default value of 100% at 06:37am on (B)(6) 2017. However, the actual xylene concentration in bottle 11 remained as 86.9%, because bottle 11 (xylene) had been removed from the instrument for six (6) seconds only, which is not sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type; and reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottle 11 (xylene) was used for the final clearing step of the "routine: 6 hour" protocols started in retort a at 12:18pm 26 on (B)(6) 2016 and in retort b at 23:45pm on (B)(6) 2017. The minimum final reagent concentration required for xylene is 95%. The consequences of using reagent at a concentration less than the minimum required for the final clearing step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, which would have resulted in sub-optimal tissue processing from both the "routine: 6 hour" protocols started in retort a at 12:18pm on (B)(6) 2016 and in retort b at 23:45pm on (B)(6) 2017. The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 06:37am on (B)(6) 2017. Specifically, a user failed to complete manual replacement of the reagent in bottle 11 (xylene) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ii user manual which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Leica biosystems received a complaint that small biopsy tissue samples, which had been processed "about a week ago, were "overcooked." The complainant advised that the affected tissue samples did not require re-processing; and all cases from which sub-optimal tissue processing was identified were diagnosable. Specific details of the protocol(s) from which sub-optimal tissue processing had been identified were not provided by the complainant.